Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted: 04993992/pxc141200, 042330102/pxl161407, 04911214/pxa230300.

Event description:
In 2007, the patient was implanted with 4 gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. In 2009, a follow up computed tomography revealed a type ii endoleak with aneurysm growth (growth measurements unknown). A reintervention has not been scheduled.